Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a post-operation device interrogation. Upon interrogation, it was noted that the right atrial (ra) lead exhibited an elevated pacing threshold and decreased sensing. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient remained in stable condition.